Event description:
Customer reported the monitor displayed an increase in temperature which was suspected to be malignant hyperthermia. The physician stopped the operation and treated the pt with dantrium. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under law, pt info is considered confidential and will not be released by the hospital.